Event description:
It was reported in investigation the handpiece was found to have a bent drill guide support. No impact in surgery.

Manufacturer narrative:
The device, used in treatment, was returned for investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. A relationship between the device and the reported event could be established. The initial functional investigation found that the handpiece had a slightly bent drill guide support. This would most likely result in a homing failure. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support. The material has been changed to stainless steel to increase durability and reduce deformation in the field.